Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 30. Details of surgery: bone overheating. On (B)(6) 2025, non-osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling, inflammation and numbness. No further patient complications were reported.